Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy, suct, sin was being used on (B)(6) 2022 and ¿the plastic part of the tip fell¿. There was no impact or injury to the patient. The procedure was completed with an alternate same device and there was a 10 minute delay. After further assessment it was discovered that "the component didn¿t fall into the surgical site. It fell right before the nurse hand him the device." There was no medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned device, item aes-90sn could not confirm the reported problem, however, found black sheath pinched at the tip of the shaft. Suspect, device was damage during use, probe contacted sharp object and pinched off black sheath. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not bend cable connector pins. It may prevent the device from connecting and/or functioning properly with the aes-1 generator. Do not bend probe shaft or alter the device in anyway, damage to the device may occur and or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy,suct,sin was being used on (B)(6) 2022 and ¿the plastic part of the tip fell¿. There was no impact or injury to the patient. The procedure was completed with an alternate same device and there was a 10 minute delay. After further assessment it was discovered that "the component didn¿t fall into the surgical site. It fell right before the nurse hand him the device." There was no medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.